Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer treated with 11 ounces of orange juice. After completing no delivery troubleshoot, the customer's blood glucose was 96 mg/dl. The customer declined to troubleshoot for low blood glucose readings.